Event description:
Stryker duracon total knee femoral component - lot f1113l4ndl, exp 01/2010 and duracon knee metal backed patella, lot g113zl6tomb, exp 01/2011 was rec'd from the MFR with packaging and seals intact. Upon opening the packaging, with the vendor representative present, it was noted that femoral components were badly scratched on both the lateral and medial bearing surfaces. The patella was also damaged on it's bearing surface.